Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and there was an inadequate irrigation during the procedure. It was reported that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported inadequate irrigation issue is not considered to be an MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-oct-2024, additional information was received indicating that the irrigation was related to a partial occlusion and the issue was noticed while the device was being used on the patient. There was no errors noted from the irrigation pump and the correct catheter setting were selected on the generator. Based on the new information received indicating the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and there was an inadequate irrigation during the procedure. It was reported that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).